Event description:
It was reported that the patient had extracardiac stimulation due to the left ventricular (lv) lead. The lead was electrically abandoned. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: continued: 694758 implantable tachy lead 2012 (B)(6); 407645 implantable pacing lead 2012 (B)(6). (B)(4).